Event description:
On (B)(6) 2012 lifescan (lfs) contacted the lay user/patient from the united states; at that time the patient alleged that their onetouch verio iq meter kit was missing test strips. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter kit was missing test strips. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.